Manufacturer narrative:
D2b pro code (product code): dqy, lit. G4 premarket / 510(k) #: k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before inflation. The procedure was completed with another of the same device. No complications were reported.